Event description:
It was reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose. As a result, customer experienced symptoms described as "passed out due to low blood sugar," a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who obtained a blood glucose reading of 1.9 mmol/l on an hcp meter and provided "some drinks to get the blood sugar back to normal" as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on sensor patch and adhesive and no issues were observed. No malfunction or product deficiency has been identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the updated serial number and the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. Section d4 (expiration date), d4 (unique identifier (UDI)) and h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6)to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose. As a result, customer experienced symptoms described as "passed out due to low blood sugar," a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who obtained a blood glucose reading of 1.9 mmol/l on an hcp meter and provided "some drinks to get the blood sugar back to normal" as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.